Event description:
The customer reported the visera video system center image is flickering due to a faulty connector. The event occurred during preparation for use, prior to a therapeutic choledochoscopic procedure. A similar device was used to complete the procedure with no more than a 15-minute delay. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer reported to the olympus field service engineer that the reported issue was due to a faulty connector, and then later reported the issue could not be replicated. The device will not be returned for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.